Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged the white catheter detached from the hub when the physician connected a syringe while taking selective images for positioning during a thrombolytic therapy catheter placement. When removing the syringe, the hub detached. The patient had scarring and calcifications which held the catheter in place after it became dislodged. The physician was unable to retrieve the catheter from the patient with hemostats because of scarring and calcification noted. A cut-down was required to retrieve. The patient is on thrombolysis and anticoagulants and developed a large hematoma post cut-down. The hematoma was manually pressed out by the staff members post procedure. The procedure was delayed until the next day.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was found and no similar complaints for this lot number were found.